Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. There was no troubleshooting step preformed since this occurred prior and found in the device logs by the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.